Manufacturer narrative:
The device investigation is ongoing. The handpiece, cable, and fiber could not be secured as the fire department took the accessories. Additional information has been requested. Results pending completion of investigation.

Event description:
A customer at a hospital in (B)(6) reported to candela service that their gentlelase laser "handpiece cable" caught on fire. The customer reported that it had ignited while left unattended after the device had been turned on. Fifteen minutes later an alarm sound was heard from the device, customer returned to the room and saw that the handpiece cable was on fire. "The nurse extinguished the fire with a fire extinguisher. There are no injuries to patients or nurses." Customer reported that no buttons were pressed, and the device was not being calibrated at the time of the event; "just turned the power key." The fiber was found broken; it was unclear when the fiber broke, or if it burned out from the fire. The handpiece, cable, and fiber could not be secured because they were taken by the fire department for investigation. Additional information has been solicited.

Manufacturer narrative:
The initial onsite evaluation of the device verified no apparent problem with the machine, and it was confirmed that the power was turned on and the warm-up ended normally. The device and accessories were doused with fire retardant to extinguish the fire. The device was replaced. Since the handpiece, cable, and fiber could not be secured as the fire department took the accessories, the device was not returned. Failure analysis cannot determine a root cause without the missing accessories. The cause could not be determined.